Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure. No issues were noted with the tip section of the device. Blood was observed on the outside of the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied when balloon pinhole leak was identified approximately 14mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0 x 40, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0 x 40, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.